Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and performed a total service visit. The cse replaced the rear rinse block and cleaned the illuminometer as they were dirty. The cse ran quality control (qc), resulting within specification. The cse stated that the contamination on the rear rinse block and illuminometer could have caused the falsely elevated result. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) was obtained on one patient sample an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same advia centaur cp instrument, resulting lower both times. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due the discordant, falsely tni-ultra result.